Event description:
I was using an ear candle (name brand wally's 100% beeswax ear candles) as my boyfriend stood by to observe to make sure nothing went wrong. I followed the directions, used a plate to prevent burns, extinguished the first one in a bowl of water next to me. I had done candling before without problems. When I was about half way through candling my left ear, burning hot wax dripped inside my ear. I immediately pulled the candle out, also burning my thumb on the hot wax at the tip of the candle. This immense pain inside of my ear lasted for about thirty minutes before dissipating some. My hearing is completely gone in this ear. I hope that the ear will heal on its own because I do not have insurance and cannot afford to see specialist. I always thought ear candles were safe. I mean, they sell them in the health store! I will never use an ear candle again. Reason for use: ear pain.